Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient has an open circuit of over 40,000 ohms for all combinations involving contact zero after replacement ins was implanted due to normal battery depletion in the previous ins. It was reported that the patient is receiving good therapeutic benefit without using contact 0 and that therapeutic impedances remain normal. It was reported that the managing physician is aware of this ongoing issue, but there are no additional actions planned because the patient is receiving good therapy. It was noted that there was no explanation for the patient's open circuit. No further complications were reported.